Manufacturer narrative:
The user facility submitted medwatch mw5146932 for this event. H10: two (2) devices were received for evaluation. A visual inspection was performed on the first sample and a low assembly was observed at the insertion of the tubing into the drip chamber. There was a correct solvent application at the tubing. The visual inspection on the second sample showed that there was a proper insertion of the tubing into the drip chamber. There was a lack of solvent application at the tubing. Pressure test and clear passage under water was performed on both samples and a leak was observed between the assembly of the tubing into the drip chamber. The reported condition was verified. The cause of the condition was due to a improper manual assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system, non-dehp solution sets leaked where the drip chamber meets the tubing. This was discovered during priming. There was no patient involvement. No additional information is available.